Event description:
The sales rep reported a hip revision surgery. The original surgery included an omni acetabular cup, an omni acetabular insert as well as components from other manufacturers. During the surgery the surgeon removed and replaced the femoral head and the omni acetabular insert. The original implant surgery was on (B)(6) 2011. The revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Eval summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket info to confirm the lot numbers of the product reported. Based on the info provided, a review of mfg and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. During the surgery the surgeon removed and replaced the femoral head and the omni acetabular insert. There was no report or defect or failure to meet identity, quality, durability, reliability, safety, effectiveness or performance of the device.